Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump case fell causing the infusion set to be pulled out. There was no reported impact to the customer's blood glucose level. Reportedly, the customer changed the infusion site and resumed insulin delivery.